Event description:
It was reported by service report that the customer alleged that the head end jack could not be raised; however, stryker technician could not duplicate the event. The unit met and performed to specifications. No pt involvement or adverse consequences are reported.